Event description:
It was reported that a user experienced hyperglycemia while using an ilet system with an inset infusion set, with glucose reported at 338 mg/dl after waking to a high glucose alert; troubleshooting and education were completed and the cause remained unclear. Symptoms included hyperglycemia. Outcomes included continued device use with monitoring and no escalation of care. Investigation included customer service troubleshooting, user education, and confirmation of glucose trend during the call. Investigation of this case revealed no confirmed device or component malfunction and no confirmed infusion set issue, and glucose was trending down slightly by the end of the call. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence of device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.